Event description:
It was reported that there were out of range impedance measurements occurring in the right ventricular to can and superior venacava to can vectors. The impedance of right ventricular to superior venacava vector remained stable. No testing or programming changes were performed. Patient was stable throughout the device interrogation and will continue to be monitored normally.